Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The hospital reported that, after a short period of use (2-4 hours), the etco2 set ceased to work or monitor the patient. The device was being used on a patient at the time of the reported event. There was no reported patient impact as a result of this reported problem.

Manufacturer narrative:
The customer returned (1) additional m2772a (airway adapter set h - et >4.0 mm) for evaluation. It was confirmed that this returned product was also used on the same patient during the same hospital stay as this complaint. The return was evaluated by philips respironics. In conclusion, the returned adapter monitored the etco2 and provided a capnography waveform for the entire duration of the test (120 hours). The customer reported issue could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The hospital reported that, after a short period of use (2-4 hours), the etco2 set ceased to work or monitor the patient. The report further states that lack of monitoring could cause a delay in recognizing patient deterioration. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.